Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specified programming parameters were provided. After an unspecified length of time, the customer contact report indicated the device stopped delivering after 75ml had been delivered and reportedly would not complete the full delivery. No specific event details were provided. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.